Event description:
It was reported that the user forgot to announce a meal, experienced a brief hyperglycemic event, and the ilet pump¿s correction algorithm reduced his blood glucose to 132 mg/dl; troubleshooting and education were completed, and the pump was confirmed functional and dosing appropriately. Symptoms included hyperglycemia with concern for potential hypoglycemia. Outcomes included no alerts or alarms, no hospitalization, and resolution of the hyperglycemia after automated correction. Investigation included review of device performance, user report, and blood glucose questionnaires. Investigation of this case revealed no device malfunction and normal algorithmic dosing performance consistent with missed meal announcement as the precipitating factor. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.